Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) had received a system error 2240 (air in set) alarm on a homechoice (hc) machine during initial drain. The hp stated that there was a lot of air in the patient line and that the patient line may not have been full before they connected. The technical service representative (tsr) reviewed proper setup procedures. The hp was to start over with new supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.